Event description:
It was reported that a patient with a history of parkinson's disease experienced cracking of the gray-white line of the recharger, which resulted in an exposed wire. During charging, the patient was suspected to have experienced electrocution and burn injury to the fingers. The patient returned to the hospital for examination and treatment following the incident. The recharger was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name restore; product ID: 37751, (serial: (B)(6)); product type: 0213-recharger, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient's injuries resolved.

Manufacturer narrative:
Continuation of d10: product ID 37751, serial #: (B)(6), product type recharger, product ID 37791 lot # unknown, product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.